Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the nonfunctioning led display on the front panel was a failure of the front panel. The cause of the failure is unknown, however, since it has been 5 years and 2 months since its manufacturing, a possible cause of the failure can be due to age deterioration. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device failed inspection due the green colored light emitting diode (led) for flow rate was not functioning. The upper portion of the led indicator of flow rate indicator does not light up in green. Device passes all other function and visual checks. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset high flow insufflation unit was returned to the service center. There was no reported allegation of any malfunction associated with the device. However, upon inspection and testing, the unit was found to have a reportable front panel malfunction as as the green colored light emitting diode (led) for flow rate was not functioning. There was no patient involvement or harm was reported.